Event description:
An elderly female patient was admitted to the hospital and underwent a robotically assisted sacrocolpopexy with placement of lynx sling. There was a retained needle in the abdomen that was unable to be retrieved laparoscopically. The surgeon did an intraoperative consult with a surgeon from the general trauma service, who came in to assist. Again after multiple x-rays and the use of the c-arm, we were unable to locate the needle laparoscopically and the decision was made to perform midline laparotomy incision to retrieve the needle. This was discussed with the patient's husband by the surgeon intra-operatively. Informed consent was obtained and the surgeon proceeded with a midline incision. The needle was removed. Needle count was then correct. The abdomen was closed in the usual fashion.